Event description:
Complainant alleged that during biomed testing the device's leakage current was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer had indicated that the device has been repaired, returned to service, and will not be returning for evaluation.